Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). Visual inspection also showed that several conductors were distorted, the helix was bent/distorted and there was deformation of the proximal section of the inner coil, with blood also noted in the helix mechanism.

Event description:
It was reported during the implant procedure that the lead was repositioned due to poor r-waves, undersensing, and a high threshold. Upon repositioning, the helix would not extend again. A new lead was placed. No patient complications were reported as a result of this event.